Event description:
Medtronic received information regarding two pipeline flex stents that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of a right internal carotid artery (r-ica) cavernous sinus segment unruptured saccular aneurysm. The distal landing zone was 4.3mm; the proximal landing zone was 5.3mm. Patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with pru level 100 noted. It was reported that the devices were prepared as indicated in the instructions for use (IFU). After the catheter delivery system was in place, delivery of a pipeline ped-500-18 (lot: d075562) was initiated. During deployment, the distal end of the pipeline stent opened poorly. After adjustment, the distal end opened partially in a trumpet-like shape, but the distal end still failed to fully open. The pipeline was more than 50% deployed when it failed to open and was not positioned in a bend. The pipeline was resheathed 2 or less times. Additional adjustments did not result the issue so the pipeline was withdrawn from the patient's body. In vitro, the distal end still could not open properly. After manual manipulation by the operator, the distal end eventually was fully opened but appeared rough and the proximal end still remained tightly constrained. The pipeline was replaced with a slight larger pipeline ped-500-20 (lot: d061214). However, during deployment of the ped-500-20, it also failed to open adequately at the distal end when the device was more than 50% deployed and not positioned in a bend. The pipeline was resheathed 2 or less times. The operator was advised to deploy more of the pipeline stent, then pull back slightly to encourage stent expansion. The middle of the segment of the pipeline opened well but the distal end still did not fully open. After multiple unsuccessful adjustments, the pipeline was removed and the procedure was abandoned. It was noted the patient experienced no symptoms or complications associated with the event.

Manufacturer narrative:
Continuation of d10: product ID ped-500-20 (d061214); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.